Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported that his medisense optium blood glucose meter would turn on with the button, but not when a test strip was inserted into the port, and the issue occurred when he tried to calibrate his meter. According to the customer's report he was unable to test and took "too (much) insulin" and then fell asleep. The customer reportedly experienced what it was described as a "very low blood sugar state". The customer went out of the house and tripped over the fence bruising his leg and face. The customer reported he experienced the following symptoms: sweatiness, dizziness, confusion, incoherence, blurry vision and loss of consciousness. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. The customer reported he drank a soft drink and ate food to alleviate his symptoms. There was no report of death or permanent impairment associated with this event.